Event description:
A malfunction alarm, identified by malf 0, was reported, and technical support assisted the customer with resetting the pump. There was no reported adverse impact to the customer's blood glucose level. After resetting, the malfunction code did not recur, and technical support advised the customer to continue using the pump while instructing to call back if any issue arises again.